Event description:
It was reported a cartridge alarm issue with the pump, identified as alarm 20, during normal pumping. There was no reported adverse impact to the customer's blood glucose. Technical support decided to replace the pump since the alarm persisted despite following correct procedures. The customer declined to disclose details about their backup therapy.